Event description:
On (B)(6) 2018, a 25mm amplatzer cribriform occluder was implanted. In (B)(6) 2018, the patient presented at the hospital and echocardiogram revealed the device had embolized to the ascending aorta. On (B)(6) 2018, the device was recaptured with a goose neck and 14f introducer, and the device was replaced with a 16mm amplatzer septal occluder (lot number 5709482). On (B)(6) 2018, the patient was discharged.

Manufacturer narrative:
An event of embolization was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.